Event description:
Info received indicates the valve was abandoned at implant when it did not seat properly due to operational context. The valve was partially stitched in before it was replaced during the case with no report of pt complication received.